Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but the failure analysis investigation has not been completed. A follow-up MDR will be submitted post-failure analysis evaluation and/or if additional information is obtained. No relevant errors were observed in the system logs for this procedure. This was the initial use for the force bipolar instrument, and it has not been used in subsequent procedures. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was not grasping tissue while creating the pocket for the hernia repair. This caused unspecified tissue to tear. It was exchanged out for a backup instrument of the same type. When the instrument was removed, it was found that the jaws were not closing all the way. There were lives left on the instrument. No bleeding occurred and no fragment fell into the patient, however, it is unknown what intervention was required. The procedure was completed robotically.

Manufacturer narrative:
The force bipolar instrument was received and analyzed by failure analysis. The instrument was found to have a bent grip, causing misalignment of the grips.